Event description:
The reported issued was confirmed via log file review. Device was returned for set ID failure. No damage was identified related to the set ID. Device had mock infusions performed and passed without issue and also passed set ID functional testing without issue. Log files were reviewed and were consistent with a set ID failure and as such it will be replaced.

Event description:
The following has been reported: biomed reported: cassette misloaded error. No patient of user harm was reported and no report of stopped infusion. Preliminary review of logs shows a sensor hardware failure (set ID sensor). An active infusion was not stopped; no adverse event was reported. Additional information is needed to complete the investigation.